Event description:
This is filed to report the clip prematurely detaching from the system requiring intervention. It was reported through a case presentation that a mitraclip procedure was performed to treat severe mitral regurgitation. A mitraclip ntw was prepped and advanced to left atrium. While in the left atrium, the clip arms were not able to close or open. With force the clip arms slowly opened but then it was noted that the actuator mandrel was no longer attached to the clip. The clip detached from the system and was only held by the lock line. The clip was pulled back to the steerable guide catheter (sgc) in the open position. A balloon dilatation catheter was advanced to the septum and the septum was dilated to allow for passage of the open clip. The sgc was retracted with the open clip across the septum into the right atrium and down to the groin and removed. A new sgc and clip were advanced to the left atrium to complete the procedure. In addition, the atrial septal defect (asd) was closed. No additional information provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The UDI number is not known as the part and lot number were not provided.

Manufacturer narrative:
The device was not returned for analysis. The lot history record review and lot-specific similar complaint review could not be performed as this complaint is based on a case presentation, and no device/lot information was provided. Based on all available information, a cause for the reported premature activation could not be determined. The reported inability to close the clip and difficulty opening the clip appear to be cascading events of the premature activation. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. D4: the UDI number is not known as the part and lot number were not provided.